Manufacturer narrative:
Product event summary- the device was returned. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5568-45 lead 2011-(B)(6); 4296-88 lead 2011-(B)(6). (B)(4).

Event description:
It was reported that there may be premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.